Event description:
Caller reported a malfunction in the tandem pump, identified as malfunction 199. There was no information provided regarding any impact on the customer's blood glucose level, as the caller declined to answer when asked if the blood glucose level exceeded 500 mg/dl (27.7 mmol/l). Technical support assisted the caller with resetting the pump, provided instructions for future issues, and confirmed that the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to call back if any further malfunctions occur.